Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 700 mg/dl while wearing the pod. The patient had administered 2 boluses. Symptoms reported include hyperglycemia as well as the patient had lost consciousness. Once at the hospital the patient was admitted to the intensive care unit (ICU). It was reported that the patients doctor noticed a hazard alarm on the patients personal diabetes manager (pdm) in which the patient reports was not on the pdm prior to hospitalization. The patient was treated with intravenous fluids and an insulin drip. The patient was released from ICU after 3 days.